Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon start up of the device, the force sense test error occurred; could not run pump. This confirms the reported customer complaint. Force sensor found to be out of calibration as a result of normal wear, normal calibration drift. The force sensor was recalibrated as a result. The problem source was found to be normal wear and tear of the device; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion 3500 syringe pump, didn't deliver correct dosage. No adverse patient effects were reported.